Event description:
Patient was tested for human metapneumovirus (hmpv) and rhinovirus. Positive for rhinovirus with a very strong polymerase chain reaction (pcr) signal, positive for hmpv with a very weak pcr signal. Testing was repeated with the same result, both viruses reported as positive. The following week showed two other patients with the same results. The positive hmpv is believed to be a false positive. The vendor was contacted, and we were notified that they are aware of the issue and have determined the cause but have not yet issued guidance to their customers. Manufacturer response for lab test, panther fusion adv/hmpv/rv assay (per site reporter). They are aware.